Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover between patient samples had occurred. The following information was provided by the initial reporter: "the customer wrote" we have applied a special wash recommended by your technical service to the lhub laboratory, with special pipes bought at bd before testing. These are the tests we have done: carryover test: we pass 3 times a llc-b samples then we pass 3 times a pbs sample. All these samples were treated in the lwa. In the 3 pbs samples, we detected a cluster of llc-b population. This cluster is at 126 cells in first pbs sample, 77 in the second and 6 in the third. So, we estimate the carryover rate at 1% (according to carryover formular). This rate is not acceptable, because we have in our routine the follow up of patients treated with anti-cd20 or the minimal residual disease of llc-b/lymphome b, in such case, we search for b cells at the sensitivity at 0.1%. So, the carryover acceptable must be below 0.1%. You can find attached in this mail the files of this carryover test. Carryover was also assessed using real samples: so we pass a llc-b sample. Then, a rituximab treated patient's sample where there is no b cells. In our test, we found 0.2% of b (cd19+) cells. These data will be sent in a next mail." In the meantime I ask to the customer to check if the carry-over can be due to a cytometer problem (no or insufficient sit flushes between samples) to exclude this possibility. Carryover is observed between different samples".

Manufacturer narrative:
Correction: risk analysis: risk management file part # 337146ra, version b, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient.

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover between patient samples had occurred. The following information was provided by the initial reporter: "the customer wrote" we have applied a special wash recommended by your technical service to the lhub laboratory, with special pipes bought at bd before testing. These are the tests we have done: - carryover test: we pass 3 times a llc-b samples then we pass 3 times a pbs sample. All these samples were treated in the lwa. In the 3 pbs samples, we detected a cluster of llc-b population. This cluster is at 126 cells in first pbs sample, 77 in the second and 6 in the third. So we estimate the carryover rate at 1% (according to carryover formular). This rate is not acceptable, because we have in our routine the follow up of patients treated with anti-cd20 or the minimal residual disease of llc-b/lymphome b, in such case, we search for b cells at the sensitivity at 0.1%. So, the carryover acceptable must be below 0.1%. You can find attached in this mail the files of this carryover test. - carryover was also assessed using real samples: so we pass a llc-b sample, then, a rituximab treated patient's sample where there is no b cells. In our test, we found 0.2% of b (cd19+) cells. These data will be sent in a next mail." In the meantime I ask to the customer to check if the carry-over can be due to a cytometer problem (no or insufficient sit flushes between samples) to exclude this possibility carryover is observed between different samples".

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing high carryover. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 12apr2021 to 12apr2022. ¿ complaint trend: there are 8 complaints related to the issue of carryover; date range from 12apr2021 to 12apr2022. ¿ manufacturing device history record (DHR) review: DHR part #337146 serial # (B)(6), file # 337146-337146-k33714600412-100103696-13, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer observing carryover could not be determined. The customer had initially reported that they were observing carryover between tests at a rate at 1% when the acceptable rate should be below 0.1%. The customer had performed 3 llc-b sample tests and 3 pbs sample tests as well as a llc-b sample test using real samples. The assisting tsr (technical service representative) contacted an as (application specialist) regarding this issue and suggested that the customer perform the ¿lwa carryover protocol¿. The lwa carryover protocol (23-23520-00 rev. 1/vers. A) describes the proper method in preparing the samples and running analyses on these samples. The instrument was scheduled to be returned to the training center for tests and the customer was provided with a loaner instrument in the meantime. Case 01668765 contains the follow up of this case, in which the as will perform a technical check of the instrument to determine the root cause of the issue. No parts were requested for evaluation as there were no parts replaced. While the root cause of the carryover has not yet been determined, the instrument is currently technically functioning as expected. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-01 rev. 1/vers. A, page 111. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2013. Defective part number: n/a. Case comments: o ((B)(6) 2022 4:49 am): new value: please see case (B)(4) for the follow-up of this case. The instrument has been sent to the repair center to perform some tests by the application specialist anne-catherine. O ((B)(6) 2022 7:29 am): the customer was doubting in regards to perform the suggested protocol and to perform further tests. Anne-catherine (application specialist) and stephanie (bd-ts) are organizing the pick-up of the instrument to perform some tests in the training center. The customer will receive a loaner in the meantime. I inform the customer. O ((B)(6) 2022 12:49 am): after speaking with the as anne-catherine, I suggest to the customer to perform the "lwa carryover protocol" to test the carryover. I inform the primary technician about the on-going issue. O ((B)(6) 2022 2:14 am): the customer wrote" we have applied a special wash recommended by your technical service to the lhub laboratory, with special pipes bought at bd before testing. These are the tests we have done: - carryover test: we pass 3 times a llc-b samples then we pass 3 times a pbs sample. All these samples were treated in the lwa. In the 3 pbs samples, we detected a cluster of llc-b population. This cluster is at 126 cells in first pbs sample, 77 in the second and 6 in the third. So we estimate the carryover rate at 1% (according to carryover formular). This rate is not acceptable, because we have in our routine the follow up of patients treated with anti-cd20 or the minimal residual disease of llc-b/lymphome b, in such case, we search for b cells at the sensitivity at 0.1%. So, the carryover acceptable must be below 0.1%. You can find attached in this mail the files of this carryover test. - carryover was also assessed using real samples: so we pass a llc-b sample, then, a rituximab treated patient's sample where there is no b cells. In our test, we found 0.2% of b (cd19+) cells. These data will be sent in a next mail." I attach the files he sent. I am in contact with the as anne-catherine dolens, who will have a look at the files. We will talk next week since she is not available tomorrow. In the meantime I ask to the customer to check if the carry-over can be due to a cytometer problem (no or insufficient sit flushes between samples) to exclude this possibility. O ((B)(6) 2022 8:56 am): carryover is observed between different samples. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. ¿ risk analysis: risk management file part # 337146ra, rev. 02/vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O ID: (B)(6). O hazard: carryover. O cause: clogged orifice. O harmful effects: incorrect results, damaged instrument. O risk control: replace orifice at each pm interval. O implementation verification: reliability testing in sv lab; protocol: gppd0010-03 rev a. O effectiveness verification: system characterization summary report lwa carryover evaluation phase iii version 1.0 10/mar/2010. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the carryover between samples could not be determined. ¿ conclusion: based on the investigation results the root cause of the carryover between samples could not be determined. The customer was recommended by the tsr to perform the lwa carryover protocol to test the carryover but the instrument was ultimately sent back to the repair center for testing by the as and ts. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover between patient samples had occurred. The following information was provided by the initial reporter: "the customer wrote" we have applied a special wash recommended by your technical service to the lhub laboratory, with special pipes bought at bd before testing. These are the tests we have done: - carryover test: we pass 3 times a llc-b samples then we pass 3 times a pbs sample. All these samples were treated in the lwa. In the 3 pbs samples, we detected a cluster of llc-b population. This cluster is at 126 cells in first pbs sample, 77 in the second and 6 in the third. So we estimate the carryover rate at 1% (according to carryover formular). This rate is not acceptable, because we have in our routine the follow up of patients treated with anti-cd20 or the minimal residual disease of llc-b/lymphome b, in such case, we search for b cells at the sensitivity at 0.1%. So, the carryover acceptable must be below 0.1%. You can find attached in this mail the files of this carryover test. - carryover was also assessed using real samples: so we pass a llc-b sample, then, a rituximab treated patient's sample where there is no b cells. In our test, we found 0.2% of b (cd19+) cells. These data will be sent in a next mail." In the meantime I ask to the customer to check if the carry-over can be due to a cytometer problem (no or insufficient sit flushes between samples) to exclude this possibility carryover is observed between different samples"